Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred because cubie pockets was not detected on communication bus. A field service engineer rebooted the station to resolve. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that the bd pyxis¿ medstation¿ es device was not recognized on the bus. The customer indicated that the user successfully retrieved medication from a different station without experiencing any significant delays. There were no adverse events or injuries reported based on this incident.